Event description:
A malfunction was reported on the customer's pump after it got wet. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer experienced a disconnection and was advised to follow the malfunction script, although no further details were provided regarding the outcome of the event. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.